Event description:
In 2009, this senior medical surveillance specialist spoke with the reporter/layperson regarding her three days prior, allegation that the patient was given too much insulin at school due to inaccurately high results on his onetouch ultralink meter. The patient, who receives insulin through his pump, reportedly "over-bolused" based upon his meter's result and food he was to eat, and "dropped quickly". Results are in mg/dl, correct unit of measure. The customer care advocate replaced the products. The patient's blood glucose had been elevated at night four days prior to original date (result not recalled) and the next day. With a blood glucose of 299 when he awoke that day, the patient or his mother bolused an unrecalled amount of insulin before he went to school. Results: 11:24 am, 462; 11:25 am, 502; noon, 529 and 12:01, 465. The patient allegedly had no symptoms and often has none with elevated blood glucoses. The patient bolused 8 units based upon the 465 and the amount of carbs he would eat. The reporter assumes he did not bolus after the 462 or 502. When the patient became shaky at 1:00 pm, he was taken to the school nurse who tested him on his meter with the same test strips, result "200 plus". With another meter, result was "50 something: using his strips; the nurse gave the patient a juice box to drink and called the reporter who brought his backup meters to school. The patient soon felt well enough to return to class after his blood glucose increased to 94 according to his back up ultralink and same strips. The reporter tested patient's test stirps with control solution on his meter, on his other ultralink and on a classmate's lifescan meter. She then tested the classmate's ultra test strips on each of the meter's. Reportedly, all were in range except when tested on the subject meter. The reporter assumes she used ultra control solution; however, she did not have the vial or lot number with her to confirm. Based upon the control solution results on the subject meter and the 88 registered on the patient's continuous glucose monitoring device (cgm tests interstitial fluid; an invalid comparison), the reporter alleges the meter is inaccurate. The complaint is classified based upon the reporter's allegation that the patient became low, exhibiting shakiness (a symptom that meets the criteria of serious injury), due to bolusing extra insulin based upon an inaccurately elevated blood glucose result.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental. Test strip lot number, is 2872226.